Event description:
In late 2008, pelikan technologies was informed a customer complaint had been received by our distributor and that a serious injury had occurred due to a single lancet which fell out of a disk from the pelikan sun electronic lancing device (l2). The customer (the user's father) had stepped on the lancet two days prior, and it embedded under his right foot. The lancet was removed the day prior to original date, by surgery under general anesthetic. The device and a bare lancet was returned to pelikan technologies on original date.